Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. This report contains also the device evaluation. Hamilton medical ag received and analyzed the device log files. The analysis revealed that a ¿panel connection lost¿ alarm was recorded on (B)(6) 2025. This alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). It is important to note that the event occurrence was in standby mode, and no patient was involved further investigation identified the root cause of the malfunction as a defective vu esm. Consequently, the defective component was replaced. The faulty component was subsequently replaced. Following the replacement, the device worked as intended and was put back in use.

Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost. No patient involved.